Event description:
Pt sustained an open tibia-fibula fracture approx one year ago and initially underwent nailing of the left tibia. Pt subsequently developed a non-union and underwent removal of the im rod and plate with b0ne grafting. The fracture seemed to be apparently clinically healed, however, pt developed some fatigue pain around the fracture site and eventually hardware fatigue with a broken plate. Radiogrraphs revealed incomplete nonunion of the fracture site. The pt was admitted to the hosp for removal of the broken plate, screws, and intramedullary rodding of the tibia with fibular ostectomy.